Event description:
It was reported that patient did not charge ipg as recommended, causing the ipg to become inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the patient had effective therapy.